Event description:
I used renu with moistureloc contact lens solution one and a half months in 2006. Went to hospital the following day, eye doctor two days later, specialist the same day. Diagnosed with fungal keratitis. Used drops (tobradex) eye drops, fourty four days in 2006. Eye was very sensitive to light. Film on entire eye, very red, painful, 20% scar tissue on left eye. Dates of use: one and a half months in 2006. Diagnosis: clear contacts. Event abated after use stopped: no. Frequency: daily.